Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported high shock impedance was confirmed in the laboratory. X-ray analysis identified a broken ground case wire as the cause for the high impedance.

Event description:
It was reported that the device showed an alert for high shock impedance. During additional testing the device went into bvvi mode and was successfully reprogrammed. The device was explanted and replaced.